Manufacturer narrative:
Medical devices cont: 419688 lead, implanted (B)(6) 2009 6945-58 lead, implanted (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) lead was noted with high thresholds and undersensing. The lead remains in use. No patient complications have been reported as a result of this event.